Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk also, unable to confirm a33 alarm due to motor error alarm. However, the insulin pump passed displacement test, self-test, and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly noted. No moisture damage was found on the electronic assembly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners, cracked on display window and minor scratches on display window noted. No missing dome label sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirts out during manual prime. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap may be damaged but the customer was unable to describe the damage. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.